Event description:
It was reported that during a follow-up, the device was found to be in backup vvi mode and interrogation was not possible. The patient was asymptomatic. A device download was performed successfully and interrogation was able to be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.